Manufacturer narrative:
Evaluation was completed on 8 november 2005. The event history was accessed and shows failure 570:320:844:0000 occurred. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Evaluation was completed on 8 november 2005. The event history was accessed and shows that failure 570:320:844:0000 occurred.